Manufacturer narrative:
Other applicable components are: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
A consumer implanted for cervical radiculopathy and spinal pain reported via the manufacturer's representative (rep) they fell a "few months ago" and since then they hadn't had meaningful coverage of their painful areas as they did prior. It was unknown what could have caused the fall but the consumer did mention having poor balance. Due to the issues reported there was suspected lead migration. The rep. Tried to reprogram the device for better coverage, but they were unable to get coverage where the consumer needed it as they had prior, so the issue remained unresolved, but the consumer "wasn't concerned as they still had stimulation in their arm, just not in the neck where they needed it, but they were healthy and not concerned." At the current time no surgical intervention was planned or scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.